Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided.b3: date of event: unknown. D1: brand name: unknown. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided.h4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that 2 abutments fractured by the screw at tooth site 16. The original multi-unit was placed in (B)(6) 2025 and it fractured and was replaced by a new one. The occlusion was eliminated, x-ray, and prescribed a night splint. In (B)(6) 2026, the new abutment fractured again at the same place, x-ray performed, no gaps observed and the implants are placed parallel. This report refers to the first fracture.